Event description:
The patient had undergone endovenous laser treatment for venous insufficiency by private physician on (B)(6) 2013. At the time, the patient had complained of pain in her calf following the procedure, but ultrasound did not reveal any issues, and the patient was treated for possible thrombophlebitis. The patient had five follow-up visits which did not uncover any problems. Eleven months later, on (B)(6) 2014, the patient went to the ER for a "poking" pain in her leg that had become "unbearable". Patient had a piece of fiber optic that was protruding through the skin successfully removed. No additional information is available at the time of this report.